Manufacturer narrative:
Other applicable components are: product ID 37083-40, serial# (B)(4),implanted: (B)(6) 2008, product type extension. Product ID 37083-40, serial# (B)(4), implanted: (B)(6) 2008, product type extension. Product ID 399930, lot# v161162, implanted: (B)(6) 2008, product type lead.

Event description:
A possible problem with the ins was reviewed / suspected / alleged. Reviewed message screens. Caller reports eos / eol message. Pt states she has noticed this message come on her programmer for the last 3-4 months. Pt states the picture would come off and on but managed to "get it to come on". Pt states the message appeared again 3 mins ago. Pt states she just put in new batteries and states it's not the batteries. The following stimulation condition was reported: the caller reports a loss of therapeutic effect. Are there symptoms: yes. The following symptoms were reported: acute pain. Pt states she is feeling pain where her machine starts and later clarified it was where the ins is located, up her spine, the middle of her back, shoulder blades, tailbone and left hip. When did the event or symptoms occur: pt states pain started when the picture came on which was about 3 mins ago. Pt states she just got out of the hospital for a major mass in her cheek. Pt states she went to the ER on (B)(6) 2013. Pt states she went back to her hcp this morning and now she is being treated with a steroid antibiotic. Pt states she is taking clindamycin 300mlg every 6 hours for the mass. Pt states she has been taking this for a day and a half. Pt states she takes a "load of other medications too." Pt states the medications she is now on is giving her severe diarrhea and abdominal cramping. Pt states she is also taking oxycodone and she is unable to drive due to the medications she is taking. Pt states she has to use a cane and walker because she is in so much pain. Pt states she is supposed to use a wheelchair but she's too stubborn. Pt states she saw her pain hcp just 1 week ago. Pt states she does not have any way of getting to the hcp because her husband went into the mental institution. On (B)(6) 2013. Information was reported by the consumer that the patient had concerns about the fact that it has moved down with weight loss. Pt had appt (B)(6) 2013 but concerns were not addressed. Pt trying to find a dr to replace batteries for almost 3 weeks. Pt still in pain over machine, can only sleep on right side. It was reported that the hcp stated they could not replace the battery until (B)(6) 2013. The consumer reported on (B)(6) 2016 that their first ins had lasted a shorter amount of time than they were told (not 8 years) but it may have been normal battery depletion. It was reported that since their original implant they had not been able to lay down flat with stimulation on including when it was turned low so that had to turn it off to sleep. The patient stated that they took sleep medications and did not feel pain. It was indicated through the reported information and manufacturer records that the ins was removed on (B)(6) 2013.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the patient reported that they did not get the doctor listings. Another listing was sent again. The patient stated that the error code was an elective replacement indicator (eri). The patient reported that the other two were normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.